Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the rep has spoken with the nurse, and they think the overdischarge is due to the patient not charging. No surgical intervention has been scheduled at this time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep) reporting that the patient¿s device is overdischarged, due to the patient not charging it. It was reported that the rep did a physician mode recharge (pmr) on (B)(6) 2018 and then they did another one on (B)(6) 2018. It was reported that the issue was not resolved. No surgical intervention has occurred, but it remains unknown if surgical intervention will be planned. The rep indicated that they would follow-up with more information. It was asked but was unknown when the event occurred. Additional information was received by the rep on (B)(4) 2018, reporting that an overdischarge was alleged. They stated that they had already done two pmrs a few days ago and the patient did one at home last night, however they stated the ins still was not showing the normal recharging screen. It was reported that the last successful recharge session was ¿a while¿ ago. It was reviewed that multiple pmrs maybe required. It was reviewed the only way to confirm the overdischarge was to pull the manufacture file. Technical services reviewed that the only other report that they had for the patient was from (B)(4) 2017 for a ¿dead battery¿. It was reviewed that it was up to the patient/physician to decide on how long to attempt to recover the ins, but it should eventually come out of overdischarge. It was suggested that the rep do pmrs in the office. No medical symptoms were reported. The event date was asked but was un known. No further complications were reported/anticipated.

Manufacturer narrative:
Event date is only approximate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s pain management believed their device was dead. The patient needs a company representative to verify. No further complications were reported or anticipated. Additional information: it was reported the patient first started experiencing the dead being dead about six months ago. The circumstances that led up to their device being dead was the unit would not charge. The patient has had pain down legs, pain in area where stimulator is implanted, periodic shocks across hips and low back when doing random activities. The dead device has not been resolved. No further information was reported.